Event description:
Problem with siemens ventilator, model 300. Detail to follow: capacitor c1 from inspiratory pull magnet pcb has fallen off the circuit board on two separate occasions on 2 separate devices with similar serial numbers. This facility owns 8 more with similar serial numbers.